Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Loss of primes with zero force observed in the black box. The cartridge cap was not returned with the pump for investigation; a test cartridge cap was used for all investigation steps. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. When the cartridge cap was removed pump gave appropriate ¿pump not primed¿ warning. The pump was opened and no damage was found to the force sensor circuit. Unable to verify or duplicate reported pump maintaining prime without a cartridge cap.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump does not give a loss of prime warning. Upon troubleshooting the pump the patient was able to remove her cartridge cap and no loss of prime warning was emitted. The patient then removed the cartridge and then after a few minutes the pump emitted a loss of prime warning. The patient refused to troubleshoot. There is no reported adverse event with this complaint. This report is made based on the allegation of the prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.